Event description:
Additional information. #1 - dr. Inserted needle into valve to inflate the balloon and the valve broke at the stem of the product and water spurted out.

Manufacturer narrative:
H6 68 other. #1-user may have clown up balloon too quickly. Mfg process amended. #2 user may have punctured product by incorrect procedure.